Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body imaging malfunction and camera cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image anomaly (white haze appeared) occurred due to ccd (charged coupled device) cable internal malfunction. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a white haze appeared on the subject device. The issue occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.